Manufacturer narrative:
Monitor sn (B)(4) was returned to zoll manufacturing corporation for evaluation. The reported problem (damaged electrode belt connector, service code 204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle connector j1001 was pulled from the computer/analog (c/a) pca. The cause of the service codes was the damaged connector. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it had a damaged electrode belt connector. It was also reported that the patient was receiving service code 204 (belt/monitor unusable).